Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 116", "pacer disabled," "defib disabled," and "defib fault 72" message. Complaint indicated that there was no patient involvement in the reported malfunction.